Event description:
It was reported that the pump touch screen was missing pixels. The customer¿s blood glucose (bg) level was 44 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, the customer will continue to use the pump and has back up alternate method for continued insulin therapy.